Event description:
It was reported that the impedance was high on the atrial lead during implant. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was analyzed and returned. Blood present in/on the helix mechanism.